Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. It was reported that on (B)(6) 2018, the patient had a revision of the ins pocket site. The ins was not replaced. In pre-op, the site was examined. There was a small amount of yellow tissue at the ins site. There was no open wound, no drainage or redness or tenderness at the ins site. Prior to the surgery, the patient was given 2 grams of kefzol intravenously. During the revision, the hcp implanted the ins slightly deeper than it was before, removed "necrotic tissue", irrigated the wound well, and then closed the wound. It was noted the tissue inside the pocket was pink with some blood flow. Impedances were within normal limits before and after the surgery. The patient was strongly encouraged to not charge the ins until the wound healed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was noted that the patient has a medical history of diabetes mellitus. The ins incision was not closing/healing. Per the patient, when the healthcare professional (hcp) took the staples out on (B)(6) 2018, a piece of skin came off and the site never closed from then on. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The hcp prescribed antibiotics on (B)(6) 2018 and the patient is having their ins replaced due to the battery incision not closing/healing on (B)(6) 2018 at 3:30pm. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.